Manufacturer narrative:
This is an initial report. The product has been returned to manufacture and investigation is in process. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory.

Event description:
A customer reported receiving erratic readings on their adc meter. The customer reported receiving readings of 396 mg/dl and 120 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported experiencing "shakiness and almost a seizure." No self treatment and third-party medical intervention was reported. There was no report of death, serious injury or mistreatment associated with this event.